Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; qdcdrqb0 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: how many sutures broke during the surgery? Two sutures. What tissue was being approximated or sutured when it broke? The perineum muscle layer. What was used to complete the procedure? Changed another one to complete the surgery. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-06855.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used in forceps. It was reported that the suture broke during suturing of perineum muscle layer. Another like suture was used to complete the procedure. There were no patient consequences reported.